Event description:
Information was received indicating that a cadd solis vip pump malfunctioned. The pump displayed error 46221. There was no patient involved.

Manufacturer narrative:
Additional information: d10, h6, h10. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection, power up, self-test, functional and occlusion testing were performed. Investigation unable to duplicate customer's reported error 46221. According to the investigation services replaced the pump main board for preventive and perform all pm and functional testing and all testing passed.